Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 00:39 am, a telemetry patient experienced an episode of psvt that did not generate an audible or flashing visual alarm at the central station. The alarm was captured in the retrospective database. No one was injured as a result of this event.

Manufacturer narrative:
The investigator is unable to confirm whether an appropriate audible alarm notification occurred at the reported event time through the database. Per the complaint description, the appropriate visual alarm notifications were provided. Audible tones were confirmed to have generated appropriately during the same time period on other telemetry channels. We know of no reason that audible alarm tone would not have been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This investigation is considered complete and the issue closed.